Event description:
The customer received questionable high magnesium result for three patient samples. Of the data provided, only the results for one patient sample were discrepant ant reported outside the laboratory. The initial result was 3.9 mg/dl and was reported outside the laboratory. The sample was repeated and the result from the same analyzer was 2.0 mg/dl. The repeat result from other cobas c501 analyzers were 2.0 mg/dl and 2.1 mg/dl. The repeat result was believed to be correct. The customer did not have any information concerning if the patient was adversely affected. The magnesium reagent lot number was 66965401 with an expiration date of 06/30/2014. The field service representative determined the reagent probes required replacement due to a suspected reagent carryover. He checked the rinse mechanism for proper dispense and vacuum. He checked the vacuum pump diaphragms and flappers. He checked for proper inlet water and gear pump operation. He checked the internal and external probe wash volumes. He replaced the reagent probes and performed full probe horizontal and vertical adjustments. To verify the analyzer operation, he ran a multi- assay precision check using pooled serum with no further issues observed. The customer ran qc and all results were within their guidelines.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.